Event description:
Caller reported an alarm 2 followed by alarm 26, indicating a possible occlusion issue. It was unknown whether the customer's blood glucose level exceeded safe limits, as this information was not provided by the caller. Technical support guided the customer to disconnect the tubing, adjust the connection, and attempt a bolus delivery to identify the blockage location. It was determined that the blockage was due to the site and cartridge. The customer was informed that transferring insulin between cartridges is not recommended and acknowledged this advice. The customer changed supplies as necessary and resumed insulin therapy.